Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported cracks around display window. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.